Event description:
During an ovarian pedicle procedure. The staples did not form proeperly. Subsequently, bleeding was observed. The surgeon manually sutured to complete the procedure. No pt injury was reported.